Event description:
The clinician reports the implant was inserted 2009-05-01 in ada 19. On 2021-09-03, fracture of the implant was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.